Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. Technical services was consulted and recommended bringing the patient into clinic in order to try to reproduce and assess all vectors, as it appears the patient has been programmed secondary 1x since implant. Besides the inappropriate shock, there were no other adverse patient effects were reported. This electrode remains in service.

Event description:
It was reported that this electrode delivered an inappropriate shock due to myopotential oversensing. Technical services was consulted and recommended bringing the patient into clinic in order to try to reproduce and assess all vectors, as it appears the patient has been programmed secondary 1x since implant. Besides the inappropriate shock, there were no other adverse patient effects were reported. This electrode remains in service.